Event description:
Pt telephoned MFR to inquiry regarding expected life of device. Device had lasted 30 months before explant. Pt had possession of explanted device and returned it to MFR for analysis. MFR records indicate that device was shipped to hosp 09/25/1995, implanted 1996. Device had a labeled "use before date" of 1996. Device analysis is pending.